Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in damaged condition with damaged housing. Event history log review was performed and found no evidence of reported problem. According to the investigation, the device was started in application and problems were found with the device double beeping with a cassette attached. The investigation reported that the pump downstream sensor caused the reported problem. Investigator replaced the pump downstream sensor. The problem source of the reported problem is unknown.

Event description:
It was reported the device was giving a "double beep" alert with no cassette attached during testing. No patient involvement.